Manufacturer narrative:
The report from the field indicated the following: a patient had previously had a p2006e stent implanted in the common iliac artery (cia) approximately 2 years prior and was admitted for a pre-pta due to re-stenosis. The vessel was moderately tortuous, moderately calcified and had a 90% stenosis. First, the surgeon tried to cross the lesion by ivus approach using a dejavu, but he could not. Then he used a 420-7040s powerflex p3 balloon, but could not. He used 2mm x 4cm symmetry balloon for pre-dilation and dilated by savvy 40s balloon, which burst radially. Finally, powerflex p3 balloon. When he tried to dilate by using the same 420-7040s powerflex p3 balloon at a severe stenosis site on the edge of the stent, the balloon has ruptured when inflated to 10atms. After deflation, he tried to pull the balloon out, but could not. The device and stent had the be retrieved by surgical dissection (cut down). Clinical impression: during an interventional procedure to this patient's right common iliac artery (cia), a savvy balloon burst, and when attempting to dilate the severe stenosis site on the edge of the restenosed stent with a powerflex p3 (4207040s) the balloon ruptured and the physician was unable to withdraw the device. Finally the device and stent were retrieved by surgical dissection. Vessel characteristics, i.e., tortuous/calcified and with a 90% stenosis with previously implanted stent, may have contributed to the reported event. Device review: there is not enough information regarding the handling of this product to draw a clinical conclusion of its malfunction. This is one of two reports from the same event. Device review: there is not enough information regarding the handling of this product to draw a clinical conclusion of its malfunction. This one of two reports from the same event. Please reference MFR # 09610978-2007-00915.

Event description:
Balloon burst.